Event description:
During an unrelated procedure, variable pacing impedance and r-wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of varying pacing impedance and r-wave amplitude variation were not confirmed. As received, a partial lead was returned in two pieces. During electrical testing, the lead was shorting due to procedural damage at the distal region of the lead. An x-ray examination was performed and revealed no indication of conductor fractures. Additionally, a visual inspection of the lead revealed no anomalies with the exception of procedural damage.